Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia repair, the mesh ripped when tried to use on a patient. When it was rolled up to put inside the patient, the mesh tore. Another piece was used. There was no patient harm.